Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was returned to the plant for the investigation. The sample arrived in the original packaging. Visual and functional evaluations were performed and the reported condition was confirmed, there was a leak at the connection between the cross spike and the tubing line. A definitive root cause could not be determined at this time. As part of continuous improvements, a corrective action has been opened which is designed to prevent the re-occurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the feeding pump set is leaking where the purple spike and screw is connected to the pump set tubing. There was no harm to the patient.